Event description:
It was reported the patient was wondering what information was given to the surgeon that made them concerned about the device. Device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.